Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn due to a jammed motor was confirmed. It was found that the motor shaft was stuck. There was a short circuit in the motor cable and the resistance value of the keypad of the handcontrol set was out of specifications. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is the most probable root cause responsible for the damage to the motor. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set and the short circuit in the motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via phone that during procedure the micro tornado hp w handcontrol does not turn, motor is jammed. No patient consequences or surgical delay reported. A replacement device was used to complete the procedure. The device is available to be returned for evaluation.